Event description:
It was reported that following a pump replacement for normal battery depletion, the pt experienced swelling, a headache due to a csf (cerebrospinal fluid) leak and swelling around the pump. The pt had inadequate pain relief and was diagnosed with (B)(6). The pump contained dilaudid. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).